Manufacturer narrative:
The recipient was not reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly reimplanted. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on 07/14/2023. The external visual inspection revealed excess body tissue on the electrode array and silicon damage was observed on the top cover of the device. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis of the electrode array revealed damage to the parylene coating on an electrode within the contact pad. The device passed the mechanical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decrease in performance. A review of the test data indicates impedance issues. The recipient's device was reportedly explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly reimplanted. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2023. The external visual inspection revealed excess body tissue on the electrode array and silicon damage was observed on the top cover of the device. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis of the electrode array revealed damage to the arylene coating on an electrode within the contact pad. The device passed the mechanical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.